Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error 216 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation and the newly identified malfunction, all of them occurred due to a defect in the connector of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image cut out. Subsequently, there was no image, and a connection error message appeared. The issue occurred during a diagnostic colonoscopy involving an olympus colonovideoscope. The procedure was completed using a similar device. There was a reported delay, and no patient harm was reported.